Manufacturer narrative:
Due to character limit in the e1 section the full event site name is (B)(6). The device was not returned and could not be evaluated. It was retained by user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
User called into emergency support program (esp) line during intra aortic balloon therapy, with a possible timing issue. Screenshot showed an erratic ECG signal and an unreliable arterial line waveform. Strips showed there was not a timing error, the esp personel had reviewed and discussed the troubleshooting steps to the user in detail.user was very appreciative of the support. No harm or injury reported.